Event description:
Surgeon drilled into a fracture site (known patient medical condition) and as a result the anchor pulled out. He drilled another site and used a straight osteoraptor anchor. This fracture did not occur because of the drill guide it was confirmed that there was a pre- existing hairline fracture. Device will not be returned.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)